Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. An type ia endoleak was detected in the patient on an unknown date and a heli-fx applier and 5 endoanchors along with a non-mdt cuff and plug were used in the endovascular treatment of the patient approximately 13 years post implant of the aneurx system. No endoleak was reported at the end of the procedure. It was reported that during the patients¿ hospital stay, the patient experienced inappropriate antidiuretic hormone secretion. It was reported that the patient had lower sodium levels than the expected baseline with hypotension. The issue was resolved with medication and the patient was discharged from hospital two days later. Per the investigator, the cause of the event was related to the intervention procedure. No additional clinical sequelae were reported.